Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), upon opening the electrode pad's packaging the wires were dislodged. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that the wire was crimped suggesting a force pulled it away from the connection. Review of the device history records showed that these pads passed the pull testing done during the manufacturing process prior to being released. Additionally, retained sample testing of the suspected lot number confirmed that there were no irregularities with this lot number (4416) that would have contributed to the wire being pulled away from the electrode. Analysis of reports of this type has not identified an increase in trend.